Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump received a critical pump error alarm. Customer also received a pump error 35. Customer's blood glucose was 4.3 mmol/l. It was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump received with blank display due to moisture damage noted on electronics assembly. Unable to verify critical pump error and broken force sensor due to blank display. Device received with moisture damage on motor, vibrator motor. Device received with scratched case and cracked case at battery tube side, damage keypad overlay texture and missing display window cover. Serial number label was visually inspected no physical damage noted.